Event description:
The customer reported that the probe on the ortho provue analyzer intermittently dripped fluid on top of the mts gel card foil. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer visited the customer site and performed adjustments and diagnostics testing to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4).